Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that when stimulation was turned off, he still felt stimulation an hour later in the back and leg. Even now, the patient felt stimulation when he leaned back or moved to one side. It was noted that the patient was diagnosed with neuropathy in his leg, and he had colon cancer and radiation treatment. The patient confirmed that the therapy was off. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain.